Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving lioresal (2000 mcg/ml at 1420.8 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. Per the reporter, the patient's catheter tip was located past the arachnid layer of the brain and that was where it was supposed to be placed. Other medications the patient was taking at the time of the event and medical history were not reported. On (B)(6) 2016 it was reported that in (B)(6) 2009 they did a catheter revision due to arachnoiditis and "unexplained gunk" that clogged up the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2016. The patient's pertinent medical history includes cerebral palsy (cp) and tetraplegia with dystonia. The patient had arachnoiditis with poorly flowing cerebrospinal fluid (csf). Troubleshooting includes a catheter study with contrast and magnetic resonance imaging (MRI). The arachnoiditis was treated with replacement of the catheter tip to the c1/foramen magnum level. Another supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.